Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that reported the additional actions/interventions taken to resolve the patient¿s symptoms was on may 4th the physician restarted pump at 500mcg/day of baclofen. It was unknown the cause for patient¿s symptoms. The device remained implanted and was functioning. No alarms or malfunctions were reported. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2,000 mcg/ml at 1008.9 mcg/day) via an implanted pump. The patient¿s medical history included cerebral palsy. It was reported that following the patient¿s pump replacement procedure on (B)(6) 2020 (see manufacturer¿s report # 3004209178-2020-07710), the patient¿s intrathecal baclofen dose was restarted at the same dose. On wednesday morning ((B)(6) 2020) the physician on call wanted to decrease the pump dose. They felt that the patient may be experiencing an overdose, as the patient was unresponsive and flaccid, but still spontaneously breathing. They started a non-rebreather; sent for a CT; the pump was interrogated and there were no alarms; and the baclofen dose was decreased to 500 mcg/day by the infusion nurse. Later that same day, the medical team stated that she had a seizure and they requested that her pump be turned off, so she was no longer receiving the intrathecal baclofen for rule out of symptoms. The pump was then programmed to minimum rate that evening by the physician. It was unknown if the issue was resolved. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive, no injury.¿ the environmental, external, or patient factor that may have led or contributed to the issue was noted to be that before the pump replacement procedure on (B)(6) 2020 the patient had experienced withdrawal symptoms and was being orally managed with her baclofen in the hospital prior to the new pump implant. No further complications have been reported as a result of this event.